Event description:
Additional information received (B)(6) 2019 provided the following: the location was a vein bypass ostium. There was difficulty removing the protective sheath. The device was prepped outside the anatomy prior to use and the contrast mix was standard. The device was inflated 1 time to 12 atmospheres and was held negative for 1 minute; however, completely failed to deflate. Return device analysis identified that an unknown balance middleweight universal guide wire was returned frozen in the guide wire lumen of the bdc. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a vein bypass. The 5.0x15 mm trek balloon dilatation catheter (bdc) was inflated to 12 atmospheres (atm) and then it was not possible to deflate the balloon. It was attempted to deflate with a manual pump first and then the bdc had to be pulled into the aorta to be burst before it could be removed. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.